Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
During servicing, the manufacturer's field service engineer (fse) observed a ventilator with a faulty power cord. There was no patient involvement / harm. The manufacturer's field service engineer confirmed the reported problem. The fse replaced the power cord to address and correct this reported event.